Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, g4, h6.

Event description:
Patient reported left side "deflation" and "ripples." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, visibility,palpability.

Event description:
Patient reported left side deflation and "ripples." Device remains implanted.